Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the device's upstream occlusion (uso) seal was dented and the downstream occlusion (dso) sensor was defective. The uso seal and dso sensor were replaced to fix the issue.

Event description:
The device was returned due to there being an out of box failure. "Cassette not attached properly" /repeat repair. The results of the investigation found that the device's upstream occlusion (uso) seal was dented/worn, and the downstream occlusion (dso) sensor was defective. There was no patient involvement.